Event description:
A malfunction was reported by the customer, indicated by the code "malf 0." There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Technical support assisted the customer with resetting the pump, and the malfunction code did not recur after the reset. The customer was instructed to continue using the pump and to call back if the malfunction recurred. No additional information was received regarding the outcome of the event.